Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported distal shaft separation was able to be confirmed. The shaft had separated during sheath removal, which rendered the device unusable. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that although there was no resistance reported with the sheath removal, the possible cause for the failure mode could have been with difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Event description:
It was reported that during preparation of a nc trek balloon dilatation catheter (bdc), the bdc was removed from the hoop and the protective sheath without difficulty, but upon removal of the sheath, the distal shaft of the bdc was noted to be separated. Reportedly, there was no force used to remove the device and the account is unaware of how/when the separation occurred. The sheath was replaced and the device was set aside. Another nc trek bdc was used successfully for the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.